Event description:
Additional information received from a healthcare provider (hcp) reported that the patient's pump was not moving. It was unknown what troubleshooting steps were taken to determine this. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving hydromorphone 6.0 mg/ml at 1.7504 mg/day and clonidine 200 mcg/ml at 58.35 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the pump floats around in the patient's stomach. The event date was reported as 2015. The patient has lost about (B)(6) pounds. The actions/intervention taken to resolve the pump moving was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.